Event description:
Reporter stated that pt has been experiencing high blood glucose (~450 mg/dl), while wearing the device. They indicated that pt has been unsuccessful in lowering blood glucose, by programming boluses. No error messages were generated by the device. Reporter indicated that they believe the device is at fault for hyperglycemia, and did not wish to provide any additional info.